Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc checked the device history record of the subject device and confirmed that there was no irregularity found. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿report of 30 initial cases of tul conducted using holminium laser system sphinx jr¿. The literature reported the result of 30 cases of the tul (transurethral lithotomy) or f-tul(flexible transurethral lithotomy) procedures using an olympus model wa29040a or urf-v2 between (B)(6)2018 and (B)(6) 2019. In the subject procedures, a case of uti (urinary tract infection) reportedly occurred. Based on the available information, a direct relationship between the subject devices and the reported adverse event could not be determined. Omsc submits a MDR only for the urf-v2 which is an omsc product.